Manufacturer narrative:
The failure of c56 prevented the power supply from operating on ac power. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The field service engineer reported an intermittent restart problem after completing preventative maintenance on the device. The customer reported the intermittent problem of restarting was known for some time. There was no patient involvement.